Event description:
It was reported by the rep the micro-mark clip tissue marker (c1535) was used in the mammotome procedure. The end of the micro-mark clip broke off. It is indeterminant as to if the end of the tissue marker is in the pt's breast or in the probe that was removed from the pt. It is unclear whether the proper sequence of steps was followed. An inordinate amount of force was used to pull the micro-mark clip device out of the probe. The account has experience with the c1535. No add'l steps were taken at the time of the procedure.